Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a stent dislodgment occurred. The target lesion was located in the superficial artery (sfa). An express ld stent delivery system was selected and during use the stent dislodged from the delivery system. An unspecified balloon catheter was advanced and deployed the stent at an unintended location. No further complications were reported. The procedure outcome and patient status is unknown.